Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that during a followup session unacceptable thresholds were noted, resulting in exit block. The lead was repositioned; however several of months later the thresholds were worse again so the lead was replaced. During the revision the patient experienced a pneumothorax due to puncture of the the subclavian vein and pleural drainage was performed. Three days later the threshold was once again unacceptable. During the revision procedure, the lead threshold measurements were acceptable on the analyzer so the device was explanted and replaced. No further patient complications have been reported as a result of this event.